Event description:
It was reported that a patient's device is showing high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received the patient's generator was replaced due to battery depletion and the lead was replaced due to previously reported high impedance. The patient's replacement surgery facility is a no return site therefore the patient's explanted products have not been received into analysis to date. No additional relevant information has been received to date.